Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no adverse effect to the customer's blood glucose level.

Manufacturer narrative:
B5 h10 the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. B5 h10 the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl. Or it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was xx mg/dl. Or it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was xx mg/dl.